Manufacturer narrative:
Additional information: device lot number and UDI number updated. Device evaluation: the cervical probe was returned to the manufacturer for analysis. Through visual/physical examination and functional testing, the reported issue was able to be duplicated. As reported, the tip of the probe was slightly bent. However, with markers attached and fully seated, the probe returned good geometry and divot error readings. It was determined that there was a physical damage failure with the cervical probe. This issue was documented in a medtronic navigation hardware anomaly tracking database. Additional information: device manufacturing date updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Patient information was unavailable. Device lot number and UDI number are unavailable. No parts have been returned to the manufacturer for analysis. Device manufacturing date is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used for a cervical spine procedure. It was reported that the cervical probe was deformed. This issue was discovered intraoperatively. The procedure was completed with another probe. There was no surgical delay due to this issue, and there was no impact on patient outcome.